Event description:
It was reported that the inserter could not be removed properly because the inserter had a possibility of breakage at the connection site with the plug after the plug was inserted into the femoral canal during tha. So, the surgeon removed the inserter with the plug. The plug was deformed, so new plug and inserter were used instead of them and the procedure was completed. The surgeon commented that narrow canal affected to this issue.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown inserter. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding an issue removing the inserter and damage to the plug involving a (B)(4)cement restrictor w/di was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes and the returned device are needed to determine the root cause. The event description notes that the surgeon stated that the narrow canal contributed to the event.

Event description:
It was reported that the inserter could not be removed properly because the inserter had a possibility of breakage at the connection site with the plug after the plug was inserted into the femoral canal during tha. So, the surgeon removed the inserter with the plug. The plug was deformed, so new plug and inserter were used instead of them and the procedure was completed. The surgeon commented that narrow canal affected to this issue.